Manufacturer narrative:
The affected device has been requested by the manufacturer. The device has not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the flexible ureteroscope would not connect to the video stack during procedure. An image was displayed for approximately 10-15 seconds before intermittently shutting off. The surgeon attempted to use the ureteroscope again, at which point the image remained stable and the device functioned without interruption. The procedure continued and was completed without any further issues. No negative impact in state of health reported.